Manufacturer narrative:
The device was received fully deployed. When viewing the bottom housing, the pcb appeared to have corrosion. Blood was also observed in the soft cannula. The first attempt to download the data was unsuccessful. The batteries were measured due to the visible corrosion and it was found that the bottom and middle battery were an insufficient voltage. The device was hooked up to the power supply, and was able to download successfully. There was no beep during device download because the pcb was detached from the device. The downloaded data returned an 0x3d alarm, indicating the step sensor was asserted before wire driven. This is an indication of a pod that has leaking on the internal components of the device. The batteries were measured to have low voltages. While testing the fluid path, no fluid was flowing through the distal tip of the soft cannula. The soft cannula was removed and the fluid path of the formed needle was tested; again no fluid was able to flow through the formed needle. A soldering iron was used in attempt to clear the fluid path of any occlusions; a very small amount of insulin was able to come out, but it was clear that it was not freely flowing and that a blockage was still in the way. While rotating the ratchet gear to move insulin out of the reservoir, a significant leak past the o-ring was found in the reservoir. Both the occlusion in the fluid path and the leak past the o-ring stopped insulin from flowing through the path as intended. A leak test was performed on the fluid path, and no leaks or tears in the cannula were observed. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod on the leg between 24 and 36 hours. Insulin was noticed to be leaking out. A new pod was applied to treat the hyperglycemia.